Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident unable to view ECG with pads was observed with customer returned accessories. Further testing confirmed the CPR-d adapter to be defective, and it was recommended for replacement. Device passed all required tests with known good accessories. Device recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.